Event description:
It was reported this lead was explanted because it was dislodged; location of device is unk. The device was actively implanted for approximately 2 months.

Manufacturer narrative:
The manufacture is trying to get the device back for analysis; if obtained a follow-up report - "additional information" will be sent. Lead dislodgement is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature.